Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced hernia recurrence, recurrence is listed as a known adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to remove the perfix plug, and to repair recurrent hernia. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
This is an addendum to the initial MDR to correct the manufacture date and expiration date.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced hernia recurrence, recurrence is listed as a known adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this is an addendum to the initial MDR to correct the manufacture date and expiration date. Addendum #2: based on the additional information received, no conclusions can be made. Per medical record review, post implant of perfix plug, the patient had groin pain, hernia recurrence and adhesions thereby underwent mesh removal. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) /2009 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) /2013 - the patient underwent an additional surgery to remove the perfix plug, and to repair recurrent hernia. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with right inguinal hernia and underwent open repair with implant of perfix plug. Per the operative report details, "a small defect was encountered. A large bard perfix plug was inserted into the internal ring and sutured." 24-dec-2009 - patient visited hospital for groin pain & back pain. 01-jul-2010 & 16-jul-2010 - patient again visited hospital for groin pain, lower extremity problems & inflammation over right hip and inguinal area. (B)(6)2013 - patient was diagnosed with the recurrent right inguinal hernia, thereby underwent laparoscopic repair (tep procedure) with implant of synthetic mesh and removal of previous mesh. As per op-notes, ¿the sac was dissected and found to be adherent densely to the perfix plug. Further dissection was performed and pulled the plug out of the canal as much as possible and then transected it, leaving only a little bit of mesh remaining up in the inguinal canal. The plug was then transected off the remainder of the sac and removed.¿ attorney alleges that the patient had pain, hernia recurrence, adhesions and underwent mesh removal.